Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb needle went through the shield. The following information was provided by the initial reporter: material no: 305270 batch no: 0266460. It was reported needle through the shield. Verbatim: I opened up a new box and when I was going to open the syringe for injection I noticed the needle was sticking out of the package. The cap was missing from the syringe.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb needle went through the shield. The following information was provided by the initial reporter: material no: 305270 batch no: 0266460. It was reported needle through the shield. Verbatim: I opened up a new box and when I was going to open the syringe for injection I noticed the needle was sticking out of the package. The cap was missing from the syringe.

Manufacturer narrative:
H.6. Investigation: one 3ml integra syringe in a fully sealed blister pack from batch 0266460 (p/n 305270) was received and evaluated. It was observed the retraction mechanism was activated and the cannula was concealed inside the plunger rod. There was also a small hole present in the bottom of the package and no shield was present inside, which were rejectable per product specification. Based on the verbatim, the needle likely punctured the package, and the retraction mechanism was activated afterwards. Potential root cause for the missing shield defect is associated with the packaging process. The puncture hole was likely the result of the exposed needle. No corrective actions are necessary based on the defective rate identified. Batch 0266460 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.